Manufacturer narrative:
The sample device was indicated as available for evaluation. Argon has made three good faith efforts in requesting the return of the device, however, as of the date of this report the device has not yet been returned. Without such evidence, a root cause cannot be determined. If additional information is received in the future, the issue will be re-evaluated as needed.

Event description:
PICC placed (B)(6) 2020. PICC removed on (B)(6) 2020 due to leaking at site.